Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the eport. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported on (B)(6) 2017 that the patient was dismissed by their doctor five months ago in 2016. The patient went in to get their records and spoke with the doctor. It was indicated that the patient was worried they wouldn¿t get another pump managing doctor as they had been calling the prospective clinics two and three times. It was noted the patient¿s previous managing doctor told the patient that they were cured and it was stated that the patient would be happy as can be if they were cured. It was related that the patient thought that the reason their hcp thought the patient was cured was because they didn¿t have the catheter going into the right area and only had one increase in the long term oral pain medication, refer to manufacturer report #3004209178-2017-08573 for details pertaining to that event. It was indicated that the patient didn¿t like any of this ¿stuff¿ they were going through right now and that the patient was on the brink of losing their farm and had a fear of not having the pump or oral medications. It was stated that a new hcp wouldn¿t see the patient until they were completely off the medication first. It was reported on (B)(6) 2017 that the patient still could not find someone to doctor them and replace the pump. It was noted that the pump was supposed to alarm (B)(6) 2017 but it had not beeped yet as of (B)(6) 2017. Information was requested regarding what would happen when it ran out of medicine or battery and how long the patient had until it was empty. It was stated that the patient needed ¿to be out of the chair¿ and that the patient was ¿one of the people that can¿t lay down.¿ it was indicated that the patient had the manufacturer¿s device in them and that they paid for it through insurance. It was stated that the healthcare professional (hcp) had sabotaged the patient¿s name and no one would touch the patient. It was noted that the patient was sent listings previously but no one would see the patient. It was also stated that the patient knew there was a recall on catheters years ago. No further complications were reported. The patient¿s medical history included a diagnosis of degenerative disc disease when they were (B)(6) old and didn¿t need had fusion and surgeries until they were 30. The patient had an l5-s1 fusion and then got to a point where the patient wasn¿t able to get out of the chair. The patient¿s l4 and l5 were weak and no one would cut on the patient, which was stated as the reason for the pump implant and being managed with oral pain medications in addition to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.